Event description:
It was reported during the implant attempt that after several times advancing and retracting the helix it no longer would retract. It was further noted that there was tissue present on the helix that could not be removed. A new lead was used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned, analyzed and the helix/lobe was distorted/bent. It was noted that there was blood in/on the helix/lobe mechanism and the lead appeared to have been damaged at implant. It was visually noted that the lead was received with the helix extended, stretched and bent. No tissue was present.